Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and based on information provided and without the device to analyze a cause for the reported damaged/broken clip introducer and leak cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2+. When inserting the steerable guide catheter (sgc) into the thigh, a/p knob was applied but afterwards could not be straightened and remain at an angle of 10 degrees. Despite this, it was decided to continue using the sgc. A xtw clip delivery system (cds) was selected. When the cds was advanced a few centimeters into the sgc, air entered the sgc and sgc lost fluid column. Aspiration was performed to remove air from the sgc. It was thought the clip introducer hemostasis valve was faulty. A replacement xtw cds was then used with the same sgc to complete the procedure without issue. There were no reported patient consequences.